Event description:
Aortic valve replacement with a 23-mmpericardial bioprosthesis performed in 10/05. Chest tubes placed before leaving the or suite. Upon arrival to the ccu, chest tubes were connected to 20cm h2o of wall suction. Staff reported they could hear air bubbling. One staff member said, "it sounded like a waterfall." Although no bubbling seen in the water seal chamber, staff noted that the water was tidalling in the chamber. Staff opened a new pleur-evac system and it worked as expected. No further air leaks.